Manufacturer narrative:
B3-date of event is estimated. The allegation is against 1of 2 components; however, it is unknown which component(s), therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead model: 3186, UDI: (B)(4), serial:(B)(6), batch: a000134690.

Event description:
It was reported one of the leads was exhibiting high impedances and unable to be placed in MRI mode. As such, surgical intervention is pending to address the issue.

Manufacturer narrative:
Corrected data. D4 - additional device information.

Event description:
Additional information received indicated that patient underwent surgical intervention wherein the lead was replaced and therapy restored.

Manufacturer narrative:
Correction section d4 changed from sn:(B)(6). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.